Event description:
The customer reported that falsely elevated sodium (na) results were obtained on multiple patient samples on a dimension exl 200 integrated chemistry system. The erroneous results were reported to the physician(s) and some results were questioned. The samples were reprocessed on the analyzer. The repeat results recovered within the normal expected range and were reported as correct results to the physician(s). The customer did not provide the information on whether the same or different samples were utilized for repeat testing; an original or alternate instrument was used for repeat testing and patient results data to siemens. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na results.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that falsely elevated sodium (na) results were obtained on multiple patient samples on a dimension exl 200 integrated chemistry system. Siemens reviewed the instrument data and observed that quality control (qc) results were higher and out of the lab range, the calibration, air, and liquid values of std a and std b were acceptable. With the help of siemens remote assistance, the customer replaced the integrated multisensor technology (imt) sensor, and tubing, ran a dilution check, corrected the bias, and ran fresh qc, which recovered acceptably. Siemens evaluated the event and determined that the high dilution check factor potentially contributed to falsely elevated na results. The instrument is performing according to specifications. No further evaluation of this device is required.